Event description:
It was reported that the dental implant located in position number #25 failed because it fractured at the head. The doctor reports that the procedure was concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: phone number : (B)(6). G4: PMA/510(k) number k011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1246460. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1246460 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "breakage" per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.